Manufacturer narrative:
Two (2) used/damaged arthroscopic energy 90 degree probes w/suction were returned for evaluation on 19-aug-2016. The quality engineer confirmed that the tips were fractured on both probes and some of the fragments from the second probe were also returned. A closer examination revealed that the damage (crack) from the first probe was likely initiated due to the probe tip hitting the metal scope, which is indicated by the localized melting of the ceramic tip. This type of failure can occur when an electrical arc is discharged between the electrode tip and foreign metal object, in this case the scope. This finding, indicated that the most like cause of the broken tip was due to the device comes in contact with the scope. Examination of the second probe found the tip was broken on the left side. The crack was likely initiated near the weld point of a pin to the electrode tang. Also, some of the shrink tubing at the proximal end of the shaft was damaged, which gave an indication that excess force was being used during the procedure. This lot with the (B)(4) was manufactured on 08-apr-2016. Of the lot containing 233 units there were no other similar complaints received. A review of the device history record shows a total of 7 complaints with a quantity of 9 units. During this same 2-year time frame, approximately (B)(4) were sold worldwide, making the occurrence rate for this failure mode (B)(4). To date, there have been no serious injuries or death related to the reported breakage or the use of this device. Nonetheless, due to similar complaints of "tip breakage", an investigation has been opened to address this issue. The aes-1 generator and accessory probes are intended for resection, ablation, and coagulation of soft tissue and hemostasis of blood vessels in orthopedic and arthroscopic surgical procedures. The generator provides energy to the electrode of the probe intended for use during surgical procedures. Through power setting data contained (programmed) within the probe, the system provides both default and user selectable power settings for ablation or coagulation of soft tissue. To prevent damage to the product and potential serious injury to the patient, the device instruction for use (IFU) provides the following precautions and warnings: - it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. - examine all accessories and connections to the generator before use. - ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. - do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. - if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. - use care to avoid accidental activation of either cut or coagulation modes when not in contact with target tissue to avoid possible patient injury. - when not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in patient injury including burns. - maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view.

Event description:
The user facility reported while using this arthroscopic energy 90 degree probe w/ suction during a rotator cuff repair, acromioplasty and distal clavicle resection, a slither of the ceramic probe head was found missing after only a short time in use. A second probe was obtained and after 30 seconds of use, several fragments broke off of the ceramic head and fell into the surgical site. The broken pieces were immediately retrieved with no problems reported. Using another aes-90sc probe, the surgery was successfully completed with no further complications or patient injury. As reported, the aes-1 generator was set on coag-2 and cut-3 when the reported problem occurred. This report is raised on the basis of potential injury with recurrence.